Manufacturer narrative:
Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during the use of the cassette an alarm went off. The customer re-attached the cassette and changed the pump to another one; the alarm persisted. He changed the cassette and the alarm stopped. No patient injury was reported.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one showed a cassette product in used condition, received without the blue clip. Picture two shows the front view of the cassette product without the blue clip and with a burr on the side of the bag. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The cassette sample was received in after use condition, decontaminated and inside a plastic bag. Functional testing of the cassette included filling with 100ml of water. The sample was connected to a pump in order to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty. The pump was set, running and no alarms were activated. Accuracy test: the received sample was connected to a pump to look for unusual function. Results: the sample could be connected without problem and the sample passed the test with average delivery of 5.560 percent. The customer reported complaint is not confirmed. Root cause for the reported issue could not be determined due to the complaint was not confirmed, no fault was found. A CAPA was created to investigate the reported failure mode, the investigation is ongoing. A manufacturing device history record DHR review was performed. No nonconformance was found in association with the report lot.